Event description:
Patient reported left side "inflammatory changes ","could not stand the pain in body", and "intracapsular rupture of the left breast implant." Healthcare professional later reported "patient has been experiencing breast pain, alopecia, irritable bowel syndrome, recurrent urinary tract infections, myalgias, arthralgias, muscle fatigue, gastroesophageal reflux, vertigo, nausea, keratitis, which are not deemed device related and anxiety, panic attacks." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.